Event description:
Pt admitted for uptrending ldh's and elevated lvad power without evidence of heart failure and dark urine. Lvad implanted on (B)(6) 2016. Hospital course notable for influenza s/p tamiflu and staph lugdunensis bacteremia which required IV antibiotic therapy for 6 weeks. Following hospital d/c on (B)(6) 2016, inr on (B)(6) 2016 was 1.8. First therapeutic inr was 2.03 on (B)(6) 2016. Clinic visits on (B)(6) 2016 noted uptrending ldh of 580 (ldh baseline 285-332), plasma free hemoglobin 72, and sporadic power spikes; settings were: flow 8.1 l/min, speed 9400rpm, power 7.8 watts, pi 5.4. Asa increased to 325 mg and inr goal increased to 2-3, f/u on (B)(6) 2016 noted ldh 780 u/l with flows 7-8 l/min. Pt admitted and started on heparin gtt and eptifibatide ((B)(6) 2016). Ramp study done on (B)(6) 2016: study equivocal, but poor decompression until very high speeds (>11400rpm) indicating suboptimal pump performance. Chest cta on (B)(6) 2016 negative for evidence of inflow/outflow graft thrombus . Pt's ldh downtrended to 660 u/l on (B)(6) 2016. Pt transitioned to oral anti-platelet, and pt undergoing transplant work-up.

Event description:
Patient with known hemolysis on asa 325 mg and warfarin, ldh baseline 600s-800 u'l, increased to 132 u/l during routine lab work. Patient denied hf symptoms. Lvad alarms, flows and power running at baseline but urine darker in color. Inr on admission was 2.8. Ldh trended down to 847 u/l on heparin gtt. Patient was discharged home with therapeutic inr 2.8 and plan for weekly ldh and inr checks as outpatient.